Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/22/2016 with the following findings: investigation revealed a crack in the battery compartment. Unrelated to this issue, the audio bolus button cover was found to be detached and missing from the pump. Testing was not able to be performed for audio bolus button response. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 09/22/2016.